Event description:
It was reported that the right ventricular lead capture threshold was 8.0 v, 1.0 ms. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.